Event description:
It was reported that the system stored untreated episodes due to the oversensing of noise. A review of the stored electrograms found significant rail-to-rail noise. The sensing vector at the time was set to the primary sensing vector. Technical services reviewed and discussed trying the secondary sensing vector. Later, the doctor explanted and replaced the electrode. The pulse generator pocket was also revised. A new electrode was placed onto the original pulse generator. There were no additional adverse patient effects.